Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported failure was confirmed. The instrument was found to have hairline cracks on grip input disk #7. Additionally, the instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. The type of clips used were large hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter suggested. The clip applier was on the 1st application when the incident occurred. The issue was resolved with a backup same clip applier instrument.